Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)") and uterine perforation ("perforation (uterus)/ migration of implant") in a 31-year-old female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included dysplasia of cervix (uteri), foley catheter, ovarian cyst and cervical intraepithelial neoplasia iii. Concomitant products included medroxyprogesterone acetate (depo-provera) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal menstrual bleeding; prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, 5 months 20 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and vaginal discharge ("irregular vaginal discharge / vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, back pain ("severe back pain/ lower back pain"), alopecia ("hair loss / hair loss"), migraine ("migraine headaches / migraines"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse / dyspareunia"), headache ("headaches"), pain in extremity ("legs pain") and musculoskeletal pain ("buttocks pain"). The patient was treated with doxycycline, vicodin (lortab) and surgery (surgical removal of coil (s) - laparoscopic). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation outcome was unknown and the back pain, alopecia, migraine, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, vaginal haemorrhage, headache, pain in extremity and musculoskeletal pain had resolved. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, musculoskeletal pain, pain in extremity, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014, as a direct result of her essure implants plaintiff had her essure coils removed successfully. On or about (B)(6) 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, her has reported that all her symptoms have resolved and that she feels much better. Preoperative diagnosis: severe acute pelvic pain with a 4.9cm ovarian cyst on CT scan. Diagnostic results: on (B)(6) 2014, surgical pathology report final diagnosis uterus, essure, removal. Three (3) spiraled wire essures identified, gross only. Soft tissue, surrounding essure, biopsy. Dense collagen with chronic inflammation and congestion. Fibroadipose tissue. Special stains for organisms negative. Not diagnostic for acute inflammation, atypia or malignancy. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, back pain, abdomen pain, uterine perforation. Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet and medical records received. Events added from pfs: abnormal bleeding (vaginal), lower abdomen pain, legs pain, buttocks pain, headaches, did not undergo confirmation test. Lot number, concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), uterine perforation ('perforation (uterus)/ migration of implant') and ovarian perforation ('perforation (other) please describes and state the location of the perforation: left ovary') in a 31-year-old female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "removal of 3 essure coils". The patient's medical history included pregnancy on (B)(6) 2018 and pap smear abnormal. Concurrent conditions included dysplasia of cervix (uteri), foley catheter, ovarian cyst, cervical intraepithelial neoplasia ii and overweight. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) (B)(6) 2014, naproxen (naprosyn) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("severe back pain/ lower back pain/ back pain"), menorrhagia ("abnormal menstrual bleeding; prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss / hair loss"), migraine ("migraine headaches / migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required) and ovarian perforation (seriousness criteria medically significant and intervention required), 5 months 20 days after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("irregular vaginal discharge / vaginal discharge"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse / dyspareunia"), pain in extremity ("legs pain") and musculoskeletal pain ("buttocks pain"). The patient was treated with doxycycline, hydrocodone bitartrate;paracetamol (lortab) and surgery (surgical removal of coil (s) - laparoscopic). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation and ovarian perforation outcome was unknown and the back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, alopecia, migraine, vaginal discharge, headache, pain in extremity and musculoskeletal pain had resolved. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, musculoskeletal pain, ovarian perforation, pain in extremity, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014, as a direct result of her essure implants plaintiff had her essure coils removed successfully. On or about (B)(6) 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, her has reported that all her symptoms have resolved and that she feels much better. Current weight 206 lbs. Preoperative diagnosis: severe acute pelvic pain with a 4.9cm ovarian cyst on CT scan. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Biopsy cervix - on (B)(6) 2014: moderate dysplasia (cin2). With superficial glandular extension, pending characterization by pi6/ki-67 immunostain. Inked ecto cervical margins approached, but not involved by dysplasia (block a3). Not diagnostic for micro invasive or invasive malignancy.. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2014: gross description: the specimen is a cone measuring 2.0 x 1.7 x 1.5 cm in greatest dimension. The specimen is inked with black ink at surgical margins, sectioned, and entirely submitted as follows: (rs). A1-a2·cervix, 12·3 o'clock a3-a4-cervix, 3·6 o'clock a5-a6-cervix, 6-9 o'clock a7-a8-cervix, 9·12 o'clock; on (B)(6) 2014: surgical pathology report final diagnosis uterus, essures, removal. Three (3) spiraled wire essures identified, gross only. Soft tissue, surrounding essure, biopsy. Dense collagen with chronic inflammation and congestion. Fibroadipose tissue. Special stains for organisms negative. Not diagnostic for acute inflammation, atypia or malignancy. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, back pain, abdominal pain, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received: reporter information, lab data, medical history was added. New events "ovarian perforation, removal of 3 essure coils" were added. Severity of event lower back pain was updated as severe. Previously reported event "did not undergo confirmation test" was deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)") and uterine perforation ("perforation (uterus)/ migration of implant") in a 31-year-old female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included pregnancy on (B)(6) 2018. Concurrent conditions included dysplasia of cervix (uteri), foley catheter, ovarian cyst and cervical intraepithelial neoplasia iii. Concomitant products included medroxyprogesterone acetate (depo-provera) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In june 2014, the patient experienced alopecia ("hair loss / hair loss"), migraine ("migraine headaches / migraines"), menorrhagia ("abnormal menstrual bleeding; prolonged menses / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On (B)(6) 2014, 5 months 20 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required) and vaginal discharge ("irregular vaginal discharge / vaginal discharge"). On an unknown date, the patient experienced back pain ("severe back pain/ lower back pain"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse / dyspareunia"), pain in extremity ("legs pain") and musculoskeletal pain ("buttocks pain"). The patient was treated with doxycycline, vicodin (lortab), surgery (surgical removal of coil (s) - laparoscopic). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation outcome was unknown and the back pain, alopecia, migraine, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, vaginal haemorrhage, headache, pain in extremity and musculoskeletal pain had resolved. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, musculoskeletal pain, pain in extremity, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on november 11, 2014, as a direct result of her essure implants plaintiff had her essure coils removed successfully. On or about july 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, her has reported that all her symptoms have resolved and that she feels much better. Preoperative diagnosis: severe acute pelvic pain with a 4.9cm ovarian cyst on CT scan. Diagnostic results: on 11-nov-2014, surgical pathology report final diagnosis uterus, essures, removal. Three (3) spiraled wire essures identified, gross only. Soft tissue, surrounding essure, biopsy. Dense collagen with chronic inflammation and congestion. Fibroadipose tissue. Special stains for organisms negative. Not diagnostic for acute inflammation, atypia or malignancy. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, back pain, abdomen pain, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain. On an unknown date, the patient experienced alopecia ("hair loss"), migraine ("migraine headaches"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse"), menorrhagia ("abnormal menstrual bleeding; prolonged menses") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation outcome was unknown and the alopecia, migraine, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge had resolved. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2014, as a direct result of her essure implants plaintiff had her essure coils removed successfully. On or about (B)(6) 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, her has reported that all her symptoms have resolved and that she feels much better. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up from summons-lawyer was added as reporter. Essure indication was added. Event: severe menstrual pain; abnormal menstrual bleeding; prolonged menses; severe abdominal pain; severe back pain; painful intercourse; migraine headaches; hair loss; and irregular vaginal discharge were added. Event outcome: recovered. The reporter considered the events were related to essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.